Manufacturer narrative:
Our quality engineer inspected the photo, 1 used and 6 unused samples submitted for evaluation. The reported issue of needle hub hole/ cracked/ damaged was not confirmed upon inspection of the samples. Analysis of the samples showed the cannula being pulled out of the hub and epoxy application only on one side of the cannula. The 6 unused samples were visually inspected for insufficient epoxy and subjected to a pull test. All 6 representative samples passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed. At the needle assembly line, epoxy is applied at the applicator station. Based on a simulation conducted, the amount of epoxy applied on the cannula is inconsistent. With less epoxy applied, the epoxy may not fully flow into the hub to bond the cannula causing it to fall off from the hub. There is a training document in place to train the production technician to remove the first rack whenever there is a restart after cannulation station stoppage. This could be a case where the production technician has failed to remove the first rack when the machine was restarted. As corrective actions, retraining of the production technician on this procedure will be completed with an emphasis to remove the first rack from the conveyor area whenever the machine is restarted.

Event description:
The needle came away from the hub while in a patient's neck during a fna bx. Possible malfunction with the glue in the hub of the needle.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle 25g 1-1/2in needle was loose/pulled out of hub the needle came away from the hub while in a patient's neck during a fna bx. Possible malfunction with the glue in the hub of the needle.